Event description:
The customer reported the system was locking up and no images were coming up. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site investigation. The locking up problem could not be duplicated. The rep repaired the lost image issue by erasing nodes and reloading software and calibrating files. System is now saving images, and operates as intended.